Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 and d10 is filed under a separate medwatch report number.

Event description:
This report is being filed due to a single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a mitraclip procedure was performed for functional mitral regurgitation (mr) grade 4. Two mitraclips (cds0701-ntw, 20110r119 and 20302r168) were implanted, reducing the mr to grade <1. On a (B)(6) 2022, it was discovered that one of the two mitraclips (cds0701-ntw, 20110r119) had detached from one leaflet, while remaining attached to another leaflet, a single leaflet devcie attachment (slda). The mr was graded 4. That day, another mitraclip procedure was planned. The patient was brought for the procedure, when it was then observed that previously noted slda mitraclip (cds0701-ntw, 20110r119) had detached from the leaflets and embolized into the right common femoral vein. The embolized clip location was confirmed in the right femoral vein via fluoroscopy and additional imaging. The physician decided to keep the mitraclip at that location. No surgery was performed. The other previously implanted mitraclip (cds0701-ntw, 20302r168) had also detached from one leaflet, while remaining attached to another leaflet, an slda. There was no tissue injury associated. After consideration, it was decided to not implant an additional clip due to the patients anatomy. Thin and frail valve anatomy was a concern. No other mitraclips were implanted. The event required prolonged hospitalization. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported single leaflet device attachment (slda) appears to be related to patient¿s anatomical conditions (thin/frail valve). Mitral valve insufficiency/regurgitation appears to be related to the slda. Mitral regurgitation is listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.